Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Loose drive support disk. Missing end cap sticker, cracked reservoir tube lip and cracked battery tube threads noted during visual inspection.

Event description:
The customer reported that the drive support cap is loose. The blood glucose reading was 227mg/dl. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.